Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's aortic valve angle was measured to be 42 degrees, and a septal bulge was noted. Baseline was observed to be atrial fibrillation. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24 mm, non-abbott balloon. The patient went into a left bundle branch block (lbbb). During the procedure, on the fourth attempt, ds was pulled backwards to achieve an optimal position on the left-coronary cusp (lcc) and checked in cusp overlap, 3 cusp and then a further isolated lcc view. It was noted that the valve was positioned at a depth of 3 mm both on the non-coronary cusp (ncc) and lcc. The implanter paused and waited for a minute, and a final release was made slowly. Upon release, the valve migrated upwards quickly into the sinus of valsalva (sov) on the lcc then in the next few minutes on the ncc. On aortogram severe aortic regurgitation was noted but the patient was stable. A snare was used to pull upwards, however, the retainer tab could not be snared so a wire was passed through a stent cell, and the valve was repositioned into the ascending aorta, the valve was noted to be bent in the aortic crown portion and appears to be sticking into the aorta. Aortogram revealed no trauma to the aorta. A second 26 mm, non-abbott valve was selected for implant while a snare was held onto the navitor for a smooth passage. The valve was deployed, but during inflation it was observed to be entangled with a pigtail catheter. An attempt was made to retract the catheter, but this caused the non-abbott valve to shift upward resulting in a higher position than the preferred position. The patient was hypotensive with a systolic pressure measured to be 60 mmhg. Medication was required to stabilize the patient. A temporary pacing wire was left inside the patient's anatomy to stabilize the cardiac rhythm. The patient was in a stable condition.